Manufacturer narrative:
Concomitant product(s): product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2000ug/ml, dose not reported via an implantable pump. The indication for use was intractable spasticity. On (B)(6) 2018 it was reported that the surgeon would be revising the patient¿s catheter on (B)(6) 2018. There were no reported symptoms. On (B)(6) 2018 additional information was received from the company representative who reported that the catheter revision was being done today because it was no longer in the it space so the entire catheter was replaced with a new 8780. The reporter also stated that the concentration was changed from gablofen 2000ug/ml to 500ug/ml and was inquiring about priming options. Per the company representative everything went well with the case. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 13-jun-2018 from a healthcare professional (hcp) via a company representative who reported that it was unknown when the catheter migration occurred. No further complications were reported/anticipated.